Event description:
The following has been reported: nurse reported: "rn was starting chemo infusion. Loaded the cassette into the pump and it said the cassette was loaded incorrectly and to make sure dial was closed. Reloaded and loaded the cassette, confirmed dial was closed, restarted the pump, tried a different pump, and still said there were problems with the cassette. Had to return the chemo to pharmacy to prime on different tubing." Patient harm: no stopped active infusion: no occurred during: priming/set up drug used: n/a action taken: had to return the chemo to pharmacy to prime on different tubing. Sample available: unknown a preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
"The initial MDR stated a preliminary review identified an administration set leak. This was communicated in error. The complaint is for a misloaded cassette.". No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. The potential root cause could be related to insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert. The current process controls detection include 1) a torque test is conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs. The batch review could not be performed as the affected batch was not provided.